Event description:
It was reported that the device was sensing low r waves. It was also noted that unipolar sensing was higher that bipolar sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 non-defib lead (B)(6) 2012. (B)(4).